Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The account stated that the architect troponin reagent has generated false elevated results on two patient samples. The initial result for patient #2 was negative at 0.019, the sample was then tested on another architect analyzer (B)(4) and the result was positive at 0.064 (the account believes this is a false positive result). Units of measurement were not provided. The patient's cut-off for the troponin assay is <0.03.

Manufacturer narrative:
On (B)(6) 2010 (through follow-up with the health-care provider), a response was received. Although the reason for explanting the device was not provided, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable.